Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 25jun2019. Customer indicated they are not at the liberty to provide any patient information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Customer found that the fan filter was completely clogged. Customer was advised to check and replace the filters and test unit. Manufacturer's field service engineer (fse) replaced both filters and tested the unit for approximately five (5) days without any issues. Unit was placed back into service.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of blower temperature high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.